Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via external paddles. Complainant indicated that the clinician used the same device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to a loose connection collar on the multifunction cable. The customer was advised to replaced the multifunction cable. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.